Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. On (B)(6), the product was used under the muscle layer. On (B)(6), removal of the drain was performed. During the removal, the surgeon felt slight resistance, but he continued to remove it. Then, the drain piece was left in the body. Then reoperation was performed. Drain lot number? No further information is available. Was the drain broken during removal after completion of its use? Yes. Did the drain function as intended? No further information is available. Location and size of the drain piece retained in patient? As the result of inspection in (B)(6), about 13cm, and the drain piece was retrieved. How was drain secured? When reoperation was performed, it was retrieved. Were any anomalies noted of the drain condition upon placement? No further information is available. Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures,? No further information is available. On what date was the retained piece removed from the patient? No further information is available. Are there any other adverse patient consequences due to this issue and how were they treated? No further information is available. If suction was not completed, was a new drain inserted in the patient? No further information is available. Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? No further information is available. What is the physician¿s opinion as to the etiology of or contributing factors of this event? No further information is available. Is the product available for analysis? The device has been received at sukagawa and will be shipped. Please check rmao. Please ask the customer: what is the complaint for the reservoir? No. Only drain. No further information will be provided.

Event description:
It was reported a patient underwent an posterior thoracic spine fusion extension surgery on (B)(6) 2020 and a drain was used. On (B)(6), removal of the drain was performed. During the removal, slight resistance, but continued to remove it. The drain was broken inside the patient¿s body. The drain piece was left in the body, so reoperation was performed. The lot number is unknown. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/10/2021. H3 evaluation: complaint sample was received from the customer for evaluation. . The drain sample was found in two pcs, some blue colored thread like material was also found inside the pouch. The length of drain was not complete (1200mm). Inside the complaint sample of drain, some black material was observed. The complete evaluation of the complaint sample could not be done. Evaluation of retain sample was not done as the lot number is not specified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.